Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the lg connector fluid damage, the segment broken, the us connector/junction cable (short) buckled, the us probe cut, the jet socket cut, the body cover grip scratched, the ethylene oxide gas valve (eog) loose, the u/d and the r/l pulley wires worn out, and the us connector cable (long) worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).